Manufacturer narrative:
Follow-up #1 date of submission 05/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2016 with the following findings: a review of the black box data showed ¿cs054/cs052/cs012¿ alarms on 01/05/16. No activity outside of normal use was observed. During testing, the pump successfully completed the ez prime steps. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.